Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced on (B)(6) 2024 due to noise oversensing. The patient had no adverse consequences.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was oversensing noise which led to pacing inhibition. Programming changes were made. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie down impressions. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.